Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a battery cap damage and blank display from the insulin pump. The customer's blood glucose level was 240 mg/dl. The customer stated that she was had a constant and the pump was beeping. The customer also stated that she was having issues with blank display. The customer was advised to disconnect from the pump. The customer stated having difficulty with removing the battery cap. The customer was advised to discontinue use of the device and to revert to a backup plan.